Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer¿s mother also stated that the up, down, left and right buttons was hard to press, numbers are not ramping on their own and scroll bar was not moving with no input. It was also stated that there was a delay response from a button. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.